Event description:
(B)(4). Event occurred in the united states. The patient's mother reported that, the infusion set's tubing came off the connecter needle. Reportedly, prior to attempting insertion into body there was no damage/irregularities. No further information available.